Event description:
It was reported that during the implant procedure, it was noted that the leads were loose in the pulse generator header. The lead pins did not fit securely into the right and left ventricular ports. It was also noted that the setscrews appeared to be stripped. The device was not used and a new device was implanted; the procedure concluded without incident. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found excessive medical adhesive on the setscrew threads, which could have contributed to the reported setscrew and connector anomaly.